Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history review (DHR) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device was not reported as an out of box (oob) nor as a reportable complaint. A product sample was received for evaluation. Functional and visual testing were performed. The device was received in new condition. The evaluation was performed, and the reported issue was confirmed. Temp check was performed, and device powered on. Found the board liquid crystal display (lcd) display missing pixels. Further investigation carried out revealed broken standoff and circuit board soldered connections to the lcd were beginning to break off. Found main circuit board to be faulty. The root cause of the reported issue was unable to be determined. No further actions were required.

Event description:
It was reported that a bad liquid crystal display (lcd) was observed. No patient injury was reported.